Event description:
Patient presented to the hosp after receiving several discharges from his ICD which resulted from oversensing due to fault in the sprint fidelis lead. ICD generator noted multiple ICD delivered shocks all due to generation of noise in the system. Lead was attempted extraction in 2007, thus lead was cut, and it is not available for analysis although the data from the episodes are available.